Event description:
In /2009, pt reported he has changed all of his disposable parts and is currently using new products and is still facing e4 (occlusion) errors. He stated he received one right before calling. Pt reported he fells like his blood glucose is elevated, but he has not checked it yet. He attributes the high blood glucose to occlusions. Pt reported he has changed the infusion adapter, the insulin cartridge, the infusion set and the battery today. He stated he is frustrated with troubleshooting and does not want to complete troubleshooting again on this infusion device. He states after e4 occlusion error occurred, he cleared it. Then he disconnected tubing from site and put pump in run mode-insulin flowed from tubing properly. Advised that headset is causing occlusions and needs to be changed. Pt states he will change on his own. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device and infusion set was replaced and requested return of alleged products for evaluation. On follow up call the next day, pt reported that after changing infusion set and switching to back up infusion device, he bolused his prescribed amount of insulin and his blood glucose came back down to normal range. He states he is no longer facing high blood glucose levels.